Manufacturer narrative:
Visual and optical observation did not identify any material or functional issue with respect to the implants. Visual and optical examination of the 35mm sextant rods did not identify crack, fracture, or breakage. It is noted that additional rods were noted on this complaint which were indicated to have broken, but were not returned for analysis. After visual and optical examination, the implants appear to have performed their intended function.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Visually confirmed rod broken. Visual and optical inspection did not identify surface defect that could contribute to initial crack propagation. Dimensional inspection of implant confirms rod diameter conforms to print specification. Some fracture surface mechanical damage and smearing is noted. Fracture surface examination reveals a fairly flat, brittle fracture, with a localized region of origin and directional propagation, as evidenced by the progressive striations. This is followed by an overload region, as evidenced by the increased material disruption, and bend stress shear lip. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent a fusion procedure, t10-iliac using posterior fixation. An unknown time post-op, a rod was fractured and the patient underwent a revision surgery to remove and replace the broken rod.